Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve partially recaptured within the capsule. The device was received with the capsule partially opened. There was a severe buckle visible to the proximal end of the capsule. A nitinol protrusion was visible protruding from the buckle site. Delamination was observed over the nitinol reinforcing frame along the capsule. There were bends along the device. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. Following attempts to retract and advance the actuator to deploy the valve, the capsule separated at the buckle site and the valve was unable to be deployed. There was damage observed on the threading of the screw gear. The deployment knob was able to retract and advance the proximal end of the separated capsule. The trigger moved to partially advanced and fully retracted positions and locked in place when released following the capsule separation. The tip-retrieval mechanism was not functional due to the damage to the capsule. The reported event for unable to deploy could be confirmed in the analysis due to the condition of the capsule. The reported event for unable to recapture could be confirmed in the analysis due to the condition of the capsule. The reported event for buckle could be confirmed in the analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-envpro-16 (lot: 0011789202); product type: 0195-heart valves product ID evolutr-34 (serial: (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the capsule collapsed and appeared in an "accordion structure" at its base. This resulted in an inability to fully recapture the valve. The catheter was pulled gently without the valve fully recaptured, which caused a small tear in the carotid artery. Intervention for the tear was performed. The whole system was changed out for a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: two static images and one media file were provided for review. The patient¿s executive summary was not provided for anatomical review. A fluoroscopic valve load inspection was not provided for review, thus it is not possible to validate a successful load. Evidence provided supported that this transcatheter aortic valve implantation was attempted via alternative, carotid access. The inline sheath was visible on the screen advanced forward onto the capsule which would have prevented the capsule to retract. Per medtronic best practices, when using a separate introducer, ensure system has enough clearance for the capsule to retract during deployment: - forward pressure on the inline sheath during deployment can cause excess compression of the capsule as it is withdrawn and could possibly damage the delivery system. - withdrawing the inline sheath partially to ensure clearance will help prevent this from occurring. In this case, the inline sheath was not withdrawn prior to the deployment of the valve, which most likely caused the excessive compression of the capsule and subsequent damage that was visible on the provided images. Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that the individuals loading the valve did not suggest any abnormal loading behavior and no misload was noted. The access route for the delivery catheter system (dcs) was the carotid artery. The valve was initially recaptured as the depth of the valve was too deep. It was reported that the valve was not able to be deployed, or recaptured due to the dcs damage. It was reported that the left carotid tear required repair by means of a patch due to the "widening of the portal of entry" due to the forced removal of the undeployed valve and dcs. This prolonged clamping of the carotid artery, twice. No additional adverse patient effects were reported.